Event description:
A transporter took the IV line, through which heparin was infusing, out of the pump. The pump free flowed but was noticed immediately. Ptt was slightly elevated. Pt is in her 60's, diagnosis cva. The rn was in the room and observed the transporter making the error.